Event description:
Pt (patient) reported they have a total of 3 solis pumps and only 1 is working properly. Pt is currently infusing on 1 pump with no issue. Pt reports the other 2 pumps completely shut off within several hours even though new batteries are inserted. Pt stated there is an error message that pops up to replace batteries but even when they do replace them the pump still completely shuts off. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: remodulin multi-dose vial - 38 nanogram/kilogram/minute. Intravenous remodulin pt via cadd solis pump. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. -if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Device code: 2885, 4019, 3023. Patient code: 4582. Reference reports: mw5178301.